Event description:
It was reported a patient underwent a total knee arthroplasty procedure on (B)(6) 2022 and topical skin adhesive was used. Post op, the patient had reactions from hives to blisters and also traveled outside of the mesh. Took the mesh off to allow it to heal. This was a case of blisters appear and then needing to take medication for the skin irritation. A topical cream was administered as well as a steroid prescription for the reaction. Patient healed. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information provided: blisters occurred outside of the adhesive mesh. A topical cream was administered as well as a steroid prescription for the reaction. No medical intervention was needed. The surgeon does not remember the lot number. Prineo had not been used on a previous surgery. Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Please describe how was the adhesive was applied. It was placed on the center of the incision with a cm on either side of the incision. They painted a thin layer of the dermabond over the mesh and wiped the excess around the mesh. They waited 60 seconds for it to dry. What prep was used prior to, during or after adhesive use? Chloroprep was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi female and unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No. Is product available for return/analysis? No. Name of surgeon? Dr. (B)(6). Current patient status. Recovered completely. What is the physician¿s opinion as to the etiology of or contributing factors to this event? He is unclear on the reason why. He uses prineo for all his cases. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.